Manufacturer narrative:
This report is being filed on an international product, list (B)(4) that has a similar product distributed in the us, list number (B)(4). (B)(6). The customer indicated that 2 (B)(6) lot numbers were in use on 3 (B)(6) analyzers. The customer did not have available the patient results generated using the (B)(6) assays or which patients were tested using which lot number or analyzer, only that the results were (B)(6) and provided 2 lot numbers in use: 38849li00 and 39720li00. An evaluation is in-process.

Event description:
The customer observed (B)(6) results while using the (B)(6). The customer indicated that 6 donors were (B)(6). No specific (B)(6) results were provided from the customer. There was no adverse impact to patient management reported.

Manufacturer narrative:
Lot number 38849li00, manufacture date: 05/2014, expiration date: 11/24/2014, lot number 39720li00, manufacture date: 05/2014, expiration date: 12/28/2014. Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. A specificity testing protocol was executed using lots 38849li00 and 39720li00; each lot met acceptance criteria which determined the reagents are performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the prism (B)(6) reagent list number 06a52, lots 38849li00 and 39720li00, was not identified.